Manufacturer narrative:
The large needle driver not been received for failure analysis evaluation. A review of the provided image was performed; the image did not show any obvious damage. The instrument would need to be returned to confirm any damage.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, insufficient grip was noted. The surgical team explained that the tips of the large needle driver opened excessively and believed there could be some problem with a cable-pulley involved in that erratic motion of the tips when opening, affecting the grip. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, grips opened and closed properly several times, passed the grip test, grips held the suture with great strength, sewing test was done and passed. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.